Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited emergency room due to diabetic ketoacidosis and high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was unknown. Customer was treated with intravenous insulin drip at hospital. Customer stated blood glucose was running high and they were taking 10 unit with insulin pump and 2 unit with shot but blood glucose was climbing still. Customer reported that blood glucose was climbing and they were not sure insulin pump was working. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature information was unknown. Customer also confirmed that they never called about emergency room visit, but for only motor errors that occurred recently. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.